Manufacturer narrative:
Corrected UDI: (B)(4). It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records confirmed the valve product code 82-3114, with lot ctfcd0, conformed to the specifications when released to stock on the 2nd june 2015. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
According to the doctor's report, the valve is was not working properly; that it was not draining. He said that the valve seemed to be working properly only the first two months after the implantation, and since that, it seems to not be draining correctly, once the hydrocephaly does not improve even after the adjustment done. Patient did a hakim valve implantation on (B)(6) 2016. In the first month after implantation, the patient presented a clinical improvement, but then the clinical picture began to involute. On (B)(6) 2016, the patient underwent for re-programming, where the pressure was managed and increased to 90. The physician believed that the problem in the clinical involution picture of the patient was because the pressure would not be adequate for the patient, so he did the reprogramming of the pressure to 90. However, there was no improvement. On (B)(6) 2017 the patient underwent another reprogramming, where the pressure was changed to 60. However, the patient's hydrocephalus condition does not improve. The valve is still implanted.

Manufacturer narrative:
Additional product and lot number information has been provided.